Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. During functional testing, the pump presented an f-94 alarm (configuration option settings checksum is not 0). A service history review revealed no indication of any process or workmanship issue that was related to the reported event. The alarm log could not be totally reviewed because when the device was turned on, an f-94 alarm appeared and the pump was blocked. A visual inspection was performed which revealed a damaged battery (swollen). To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.